Event description:
It was reported that the patient with this neurostimulator underwent an explant. The patient stated that the device was not meeting their expectations, so they turned off their stimulation. The patient had other ongoing medical issues. There were no reported patient complications. There were no known device issues.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.